Event description:
According to the facility, on (B)(6) 2025, "rn documented no blood return from brown port and white port." Per the facility, there were "issues with medication running through lumen. No medications were missed a different line was used to deliver and then a whole new tlc was inserted using a different brand."

Manufacturer narrative:
According to the facility, on (B)(6) 2025, "rn documented no blood return from brown port and white port." Per the facility, there were "issues with medication running through lumen. No medications were missed a different line was used to deliver and then a whole new tlc was inserted using a different brand." No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.